Event description:
An IV tech chose a compounding needle from a bin. Upon inspection, it was noted that a human hair was sealed in the package, and was partially "sticking out" of the sealed package. The tech did not use the needle. In the past, the facility has also experienced inadequate seals on other needle packages. The rptr has informed the MFR of this incident, and is retaining the device for the time being.